Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However,during first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.